Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has confirmed that the cable connecting the distribution node (dn) to ECG "1" and ECG ¿2¿ was broken. The root cause for broken cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was damaged.